Event description:
Legal counsel for the patient alleges that patient underwent left total knee arthroplasty utilizing signature guide system and reports patient allegations of pain, swelling, fluid, instability and lack of range of motion in the knee and leg. Patient also alleges that the device was ill-fitted and mal-positioned. Review of invoice history confirms the knee arthroplasty procedure occurred on (B)(6) 2011. Subsequently, revision procedure was performed (B)(6) 2012 and the femoral, tibial plate, bearing, patella button were removed and replaced with competitor product. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." And number 12, states, "valgus-varus deformity." This report is number 4 of 5 mdrs filed for the same event (reference 1825034-2013-00210 / 00214). The report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.